Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges the consumer was traveling down the sidewalk and there was a little dip in the sidewalk for a driveway that allegedly caused the scooter to tip and fall over on her.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Dealer alleges the consumer was traveling down the sidewalk and there was a little dip in the sidewalk for a driveway that allegedly caused the scooter to tip and fall over on her.